Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, the device was in back-up vvi mode and the battery impedance was high. The patient was hospitalized and a device replacement procedure is anticipated. Further information was requested, but not receivedwas not available.